Event description:
After several years of using soclean on my continuous positive airway pressure (CPAP) machine and smelling what I thought was clean smell I just saw article on recall. I was never notified of such a problem. I now have late stage lung disease that has only come up in last 3 years. This is unforgivable as I trusted everything I read about soclean. Will make this very public since you did not!